Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944-65 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that noise was noted on the right atrial lead. During the routine device replacement procedure, the physician intended check for an exposed insulation fracture and repair the lead however when the physician thoroughly inspected the lead, no insulation issue was found and the noise could not be reproduced through pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.